Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds3003 showed no other similar product complaint(s) from this lot number. (B)(4).

Event description:
It was reported via medwatch "patient arrived for chemo disconnect, noticed white powder type substance/residue on port extension and patient's chest/breast area. Substance appeared to be crystalized 5 fu chemo. When port was flushed with ns and heparin it leaked via the y site valve. Patient called when he arrived home after checking shirt he wore previous day and that also had white residue on it."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds3003 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "patient arrived for chemo disconnect, noticed white powder type substance/residue on port extension and patient's chest/breast area. Substance appeared to be crystalized 5 fu chemo. When port was flushed with ns and heparin it leaked via the y site valve. Patient called when he arrived home after checking shirt he wore previous day and that also had white residue on it."